Event description:
It was reported a patient underwent an liposculpture procedure on (B)(6) 2026 and suture was used. Some sutures are breaking near the needle during use, which has led to difficulties during procedure and an increase in material consumption, since it is necessary to open new units for replacement. Prolonged surgery. No reported adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information provided: if other, describe: liposculpture, was surgery delayed due to the reported event? Yes, if yes, number of minutes: not informed, action taken when event occurred? New envelopes from the same batch were opened, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study: unknown. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ¿ did the event occur during one or multiple patient procedures? Only one. ¿ what is the total number of procedures? One. ¿ how many devices demonstrated the alleged deficiency per procedure/patient? One. ¿ have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No. ¿ if this event occurred in multiple procedures, please provide the following information for each patient/event: only one. - what is the procedure name? Miniabdomenoplasty. - what is the procedure date? (B)(6) 22026. - have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No. - what are the procedure name(s) and date(s)? Miniabdomenoplasty (B)(6) 2026. - was there any adverse patient consequence(s) or subsequent medical/surgical intervention? No. - please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) own doctor (B)(6). Additional information has been requested however not received. Please verify the procedure and event dates as this complaint was opened on june 2nd. However, the reply states the procedure was on (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.